Event description:
The customer reported bellavista1000 us having an error message: "not for clinical use" and adult mode is not active while on a patient. Furthermore, the patient spo2 dropped and swapped out for maintenance.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to determined the exact root cause as there was no failure detected. It is normal behavior that "not for clinical use" warning will appear after access service menu. Vyaire medical went onsite for repair, performed factory reset, rebooted the ventilator and message went away.